Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt uncomfortable stimulation (shocking or jolting), and the patient turned the amplitude down and it no longer shocked them. The outcome of the event was noted to have been resolved. No further complications were reported/anticipated.